Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the patient's skin/site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported experiencing skin irritation; redness, itchy patches at the insertion site and under the adhesive while wearing the pod. She went to see her dermatologist and was prescribed perhydrocortisone. Pod worn 2-3 days and is not site specific.